Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate or verify the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device kept repeating the "pull red handle" instructions. In this state, the device could delay or prohibit the delivering of defibrillation therapy to a patient if needed. There was no patient use associated with this event.